Manufacturer narrative:
Stryker recieved additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields which information is not provided were intentionally left blank. A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. The stryker fsr noticed that the customer was using old batteries during the reported event. The stryker fsr replaced the battery pins and the two old batteries. Proper device operation was observed through functional and performance and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device gave a energy fault message. As a result, defibrillation would not be available, if needed. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contribute to the patient outcome.